Event description:
Reportedly, the device would not power on when an attempt was made to utilize it for pt treatment. The facility also reported the device displayed a wrench icon at this time. Another device was brought to the scene and used to treat the pt. No add'l info has been reported. There was no report of adverse effects to the pt resulting from the use.